Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no corrosion, or contamination observed on the cable. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted umbilical hernia transabdominal preperitoneal (tapp) repair procedure, the prograsp forceps instrument had a frayed cable and fragments fell inside the patient. The fragments were retrieved during the same procedure which was completed robotically as planned. No additional surgical procedure was required and no imaging was performed. The patient has not returned to the hospital due to any post-operative complications.